Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has stopped hearing with the device recently. Re-implantation is considered.

Manufacturer narrative:
Damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the symptoms mentioned in the user report. This is a final report.

Event description:
The user has stopped hearing with the device recently. The user has been re-implanted.